Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the beginning of (B)(6) 2017 the sound with the device started to become softer and softer. External equipment was replaced, but this did not yield an improvement. Stimulation levels were increased at fitting in (B)(6) 2017. The patient reported hearing better, however, the patient reported hearing static, even at zero threshold. The patient was programmed, so that she could hear and tolerate the static. The patient was seen again in (B)(6) 2017. Gpi had decreased and the patient reported being able to hear well with the device with no static. The family met with the surgeon to discuss futures proceedings considering gpi might again increase. The patient will be re-implanted. No date is scheduled yet.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
Since the beginning of (B)(6) 2017 hearing performance with the device started to decrease. External equipment was replaced, but with no improvement. Fitting was changed and the recipient reported hearing better, however she did report a _static_ sound quality. She was mapped where she could tolerate the _static_ sound quality. Re-implantation was subsequently decided as the recipient could no longer be programmed around issue of fluctuating ground path impedance. The recipient was re-implanted.